Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. Analysis confirmed the eri battery status. However, the root cause was not determinable. For a root cause investigation an analysis of the ICD itself would be necessary. Should the ICD become available for analysis, this report will be updated.

Event description:
Device remains implanted. There is premature severe battery depletion. Patient will be under physician care until replacement unit is implanted (inlexa 3 f-t df-1). No adverse patient events reported. Should additional information become available, it will be added to this file.